Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystecomy procedure, the device delivered clips that did not form properly. The clips were described by the surgeon to be "scissored." The case was completed with another like device. There were no patient consequences reported.